Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2011, resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6) 2012.